Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 73 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer reports the event date as (B)(6) 2017 at 8:33 pm. The customer says sensor glucose verses blood glucose sensor difference started after sensor connection issues. Troubleshooting was completed and found the sensor alarmed calibration not accepted. The customer will be returning the sensor for analysis.